Event description:
A trial patient reported they felt nervous during the night and voided about 6 times. It was noted the patient was a retention patient with a foley catheter removed and they began to self-void. The patient was scheduled for the lead removal on (B)(6). The issue was not resolved at the time of the report. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.